Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. Two devices were evaluated in the field and the issue was confirmed; one device was found to have a detached/disconnected component and one device was being used with an incompatible component. These devices were repaired and returned. Three devices were not evaluated as the customer opted to perform their own repairs and canceled their service request. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, where it was reported the bed exit did not have an audible alarm. Four (4) events had no patient involvement, and one (1) event had patient involvement but there were no consequences or impacts to the patient.